Manufacturer narrative:
Upon receipt of additional information, it has been determined that this event is a duplicate to 0001822565-2025-00375. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this event is a duplicate to 0001822565-2025-00375. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient was revised due to bone loss and loosening. There was harm to the patient as the patient had to underwent additional surgical/medical intervention. Due diligence is complete. No additional information is available.